Manufacturer narrative:
Cmp (B)(4). D10: unknown shell; unknown head; unknown stem. G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately seven weeks post implantation due to an infection. Attempts have been made and additional information on the reported event is unavailable at this time.